Event description:
The complainant reported a patient with unknow race and ethnicity was attempted to being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump could not be fully advanced into the patient because of challenging anatomy; therefore, the insertion was aborted. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient condition related to diseased aortic valve. This report is being filed as part of a retrospective review of historical records.